Event description:
It was reported that during the procedure for a routine device replacement, the physician discovered the left ventricular lead had an insulation breach. The outer blue sleeve that helps extend the lubes of the lead appeared "broken." The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.